Event description:
It was reported that during use with 30 bd luer-lok¿ syringe the plunger was difficult to move. This is the 1st of 2 issues. The following information was provided by the initial reporter: plunger is hard to push compared to compititors like nipro india 50mlll.

Manufacturer narrative:
H6: investigation summary a device history review was performed for lot 2301096 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2301096 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures including volumetric accuracy. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 30 bd luer-lok¿ syringe the plunger was difficult to move. This is the 1st of 2 issues. The following information was provided by the initial reporter: plunger is hard to push compared to compititors like nipro india 50mlll.